Event description:
It was reported that a malfunction alarm, identified as malfunction code 24, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the affected pump, ensured that the customer was informed about using multiple daily injections as a backup insulin therapy, and confirmed that a replacement pump with updated software would be sent. The customer was instructed on storage mode procedures, returning the malfunctioning pump, and programming and connecting their replacement pump.